Event description:
Information received regarding the explanted device notes that post surgery, missed spikes were noted. The bandages were thick and the patient was obese so the magnet may not have been close enough to the pacer to close the switch. Later, pauses were noted. The next morning, the pacer could not be interrogated and there was no response to the magnet.~~~~~~